Manufacturer narrative:
The company service representative examined the system, confirmed, and replicated the reported event. The company service representative found that a 3mm bolt from the internal microscope mount was loose and that the x-drive guide rail was out of place. The company service representative reattached the hardware and verified that all connections were good. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The operator¿s manual provides instructions that the user should verify the mechanical security of the console prior to use. The root cause of the reported event can be attributed a loose bolt in the internal libero mount as well as the x-drive guide rail being out of place. How or when the bolt became loose and the x-drive guide rail became out of place is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the optic head of the microscope is loose. Additional information was received stating this occurred outside of surgical procedures during service therefore there is no patient involvement/harm.